Event description:
This case was reported by a lawyer and described the occurrence of paralysis in a female pt who used super poligrip original as a denture adhesive. Concurrent medical conditions included anemia. Co-suspect medication included fixodent. In (B)(6) 2001, the pt used super poligrip original at unk dosing. In (B)(6) 2001, the pt experienced paralysis, paralysis of legs, nerve damage, and burning feeling in eyes. Treatment with super poligrip original was discontinued. At the time of reporting, the events were unresolved. Info was rec'd on (B)(6) 2011 via fact sheets completed by the pt and/or the pt's attorney. Super poligrip original was used from (B)(6) 2001 until 2010, twice a day, one 2.4 ounce tube a week. The pt experienced nerve damage in her entire body, paralysis in her lower back and legs, and her eyes burned. The pt did not have the ability to walk on her own and had no control over the movement of her feet (disabling). Symptoms began in (B)(6) 2001. On (B)(6) 2010, the pt's zinc and copper level were normal.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).